Event description:
It was reported that the user experienced repeated alert 38 motor stall alarms on multiple ilet pumps with persistent hyperglycemia despite supply changes using new lots and successful dry runs and restarts, consistent with a failure to infuse related to the motor component. Symptoms included hyperglycemia, malaise, blurry vision, and soreness. Outcomes included a delay to treatment or therapy and a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user, including confirmation of proper supply change steps and successful dry runs with no visible occlusions or cartridge air in the final setup. Investigation of this case revealed a communications problem identified and a device problem of failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.